Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the device failed untrue running tests. It was noted that the gauge wobbled a lot when running the attachment. It was further noted that the carrier shaft was loose from the connecting shaft and there was minimal loctite residue visible. It was determined that the condition was due to loctite degradation. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device had an unknown malfunction. During in-house engineering evaluation, it was determined that the device failed untrue running tests. It was noted that the gauge wobbled a lot when running the attachment. It was further noted that the carrier shaft was loose from the connecting shaft and there was minimal loctite residue visible. The event was not reported to have occurred during a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure and unspecified spare devices were available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.